Event description:
It was reported oxaliplatin and leucovorin were programed as secondary lines. Following the end of the infusion of one of the medications, it was noted there was 190ml fluid still left in the bag. There was patient involvement but no harm. Although requested, no additional information was provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion of oxaliplatin and leucovorin was not confirmed through a review of the device logs or reproduced during laboratory testing. Inspection of the suspect devices found no issues or anomalies that could contribute to the reported issue. The customer provided an event date of 04 april 2025. The event time was not reported. It was noted that the suspect pump modules were not in use on the reported date but rather on (B)(6) 2025. A review of the pcu error log showed no records associated with the reported incident. On (B)(6) 2025 at 09:13 am, the pcu event log recorded that suspect pump module s/n: (B)(6) and pump module s/n: (B)(6) were attached and powered on. Pump module s/n: (B)(6) was assigned to channel a and pump module s/n: (B)(6) was assigned to channel b. The user selected ¿yes¿ for ¿new patient.¿ the profile in use was identified as ¿outpatient chemo¿. At 10:48 am, pump module s/n: (B)(6) was selected and an infusion was programmed, ¿oxaliplatin¿ (drug ID= 169) was selected and programmed with a rate of 294.5ml/h and a volume to be infused (vtbi) of 589ml. Infusion was paused and recorded a primary volume infused (pvi) of 5.613ml, an accumulated from prior programmed infusions. Pump module s/n: (B)(6) was selected and an infusion was programmed, ¿leucovorin¿ (drug ID= 118) was selected and programmed with a rate of 596ml/h and a volume to be infused (vtbi) of 1192ml. Infusion was paused and recorded a primary volume infused (pvi) of 0ml. At 10:50 am, pump module s/n: (B)(6) was selected and infusion was started. Pump module s/n: (B)(6) was selected and an infusion was started. At 12:49 pm, pump module s/n: (B)(6) was selected and rate was modified to 10ml. Infusion was started and recorded a pvi of 593.064ml. Pump module s/n: (B)(6) was selected and rate was modified to 50ml. Infusion was started and recorded a pvi of 1191.04ml. At 12:52 pm, pump module s/n: (B)(6) alarmed for kvo, channel was selected and rate was modified to 10ml. Infusion was started and recorded a pvi of 603.207ml. At 12:54 pm, pump module s/n: (B)(6) alarmed for kvo, channel was powered off. Channel was selected and an infusion was programmed, ¿flush¿ (drug ID= 89) was selected and programmed with a rate of 500ml/h and a vtbi of 25ml. Infusion was started and recorded a pvi of 613.33ml. Pump module s/n: (B)(6) alarmed for kvo, channel was selected and rate was modified to 20ml. Infusion was started and recorded a pvi of 1241.11ml. At 12:57 pm, pump module s/n: (B)(6) alarmed for kvo, channel was selected and rate was modified to 50ml. Infusion was started and recorded a pvi of 1261.13ml. Pump module s/n: (B)(6) alarmed for air in line, infusion was restarted and recorded a pvi of 637.153ml. At 01:00 pm, pump module s/n: (B)(6) alarmed for kvo and was powered off. Recorded a pvi of 638.36ml. 01:02 pm, pump module s/n: (B)(6) alarmed for kvo, channel was selected and programmed an infusion, ¿flush¿ (drug ID= 89) was selected and programmed with a rate of 596ml/h and a vtbi of 25ml. Infusion was started and recorded a pvi of 1311.3ml. At 01:05 pm, pump module s/n: (B)(6) alarmed for kvo, silence key was pressed and channel was powered off. Recorded a pvi of 1336.39ml. No more infusions were recorded on the reported date. Laboratory test results performed on the source devices confirmed pump module s/n: (B)(6) and pump module s/n: (B)(6) were within specification for accuracy and operating as intended. Testing and inspection of the incident administration set could not be performed; the incident administration set was not returned for investigation. Per the bd alaris system user manual v12.1.3, states within warnings and cautions, do not touch the administration set while closing the door. Failure to follow this instruction can result in infusion rate inaccuracy. Additionally, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: devices were opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior io returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported under infusion of oxaliplatin and leucovorin was not identified. The returned devices were fully evaluated, and no anomalies were found during laboratory testing. Note that this report lists imdrf annex a1801, c0601, d0302, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported oxaliplatin and leucovorin were programed as secondary lines. Following the end of the infusion of one of the medications, it was noted there was 190ml fluid still left in the bag. There was patient involvement but no harm. Although requested, no additional information was provided.